Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported separation of the balloon and tip was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after unpacking the voyager balloon, it was noted that the distal part of the balloon did not appear normal. The balloon appeared to be shorter than normal and the distal part of the balloon appeared to be missing. The device was not used on the patient. It was exchanged for another of the same size voyager balloon which was used to complete the case. There was no clinically significant delay of the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.